Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6), 2009. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; thigh pain; painful intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence nonsurgical treatments: on (B)(6), 2020 the patient commenced pain medication: lyrica for the treatment of: pelvic and leg pain, also helps to sleep (nerve pain). On (B)(6), 2003 the patient commenced psychological medication: lexapro for the treatment of: anxiety. Treatment duration: ongoing.

Manufacturer narrative:
Block a1: meshc-20210929-8f6932ac block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: a previous report for this patient and device has been sent under MFR report# 3005099803-2020-06731.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2009. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; thigh pain; painful intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence nonsurgical treatments: on (B)(6) 2020 the patient commenced pain medication: lyrica for the treatment of: pelvic and leg pain, also helps to sleep (nerve pain). On (B)(6) 2003 the patient commenced psychological medication: lexapro for the treatment of: anxiety. Treatment duration: ongoing.